Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and lumbar radiculopathy. It was reported the patient thought the interstim trial was interfering with their spine stimulator. They had to turn one off in order for the other to work. There were no further complications that have been reported as a result of this event.